Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a inpact av access was used to treat the right arm. Patient later received treatment using another inpact av access. Approximately 5 months post initial procedure patient suffered stenosis of target lesion cephalic arch. Patient underwent fistulagram with percutaneous transluminal angioplasty using 8x4 conquest, 9x4 dorado, and 9x4 medtronic dcb of cephalic arch. This was to treat the target lesion. Patient recovered.

Manufacturer narrative:
Update received 05 jun 2025: patient suffered stenosis of target lesion cephalic arch in arteriovenous fistula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.